Event description:
The account stated that the left foot siderail wouldn't stay up.

Manufacturer narrative:
The technician found the rod that go into the holes to lock the siderail latch weren't coming out. He removed the inside rail cover and discovered a large amount of tube feeding liquid was gumming up the latch mechanism, and not allowing the spring to push the rods out. He disassembled, cleaned and reassembled the siderail latch mechanism to repair the bed.